Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump had cracks on the reservoir compartment and the reservoir wouldn't stay in the insulin pump. Customer stated she had noticed a month prior that the threads at the battery compartment were missing and has been getting worse since. The customer doesn't recall her blood glucose at the time of the incident. Customer stated the device was damaged across the b button and it goes to the lower button on the viewing screen. The customer was advised to discontinue use of the device, revert to her back up plan, and the device needed to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, missing the black o ring/seal from inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads and cracked belt clip slot. The reservoir does not stay locked in place properly due to broken reservoir tube lip. The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test.